Manufacturer narrative:
(B)(4).

Event description:
A patient had fell and lost therapeutic effect with their device turned on. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.